Event description:
Consumer alleges that the unit resists when he is trying to take a turn. Consumer also alleges that the unit will not reach maximum speed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.